Event description:
The PICC was inserted in 2007. During insertion, the catheter broke, leaving 5cm inside the patient. A surgeon was called to remove the broken piece of catheter. The catheter fragment was removed successfully via cutdown at bedside with sutures. The infant had just had surgery when this event occurred

Manufacturer narrative:
The customer indicated that the actual sample had been discarded; however, unused units from reported lot number 7012142 are available for analysis. A prepaid mailing label has been sent to the customer for return of representative units from reported lot number 7012142. Attempts are being made to obtain additional information regarding this incident. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.